Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, the pump time was incorrect, cause was unknown. The customer corrected the time to resolve the issue. Customer¿s blood glucose level was 98 mg/dl.